Event description:
It was reported that pump experienced malfunction with code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump during call because pump was not present. Ultimately cts was able to walk customer through pump reset, malfunction resolved.